Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging precision issue for patient. Inratio: 0.9, repeat inratio: 2.2. Two different meters: (B)(4). Time between testing: 10 minutes. Patient's therapeutic range: 2-3.